Event description:
It was reported that the user was unable to insert a newly filled insulin cartridge into the ilet pump until a rewind was performed and an empty cartridge was tested successfully, after which the user transferred insulin and completed setup with a new infusion site; one cartridge was identified as faulty by lot. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continuation of therapy without medical intervention or hospitalization. Investigation included troubleshooting by guiding a rewind to clear the piston path and a successful test insertion with an empty cartridge, along with arranging replacement cartridges and return of the suspect cartridge for evaluation. Investigation of this case revealed a cartridge insertion failure consistent with a device component fit or obstruction issue at the cartridge interface, with normal pump function confirmed once a usable cartridge was inserted. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malformed cartridge consistent with product quality issue at the cartridge level.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.